Event description:
Reference number (B)(4). Event occurred in the united states. On 24 sep 2024, patient reported infusion set tubing was kinked. The infusion set was on use for 3 days. Issue did not cause the customer's bg to exceed. No further information available.